Manufacturer narrative:
(B)(4). (B)(6). The device has been received, and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During pressure testing and when connected to a solution set and primed, the device leaked from its air vent. The cause of the condition was determined to be due to a manufacturing issue. To correct the condition, the supplier of the component has been notified of the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access extension set leaked. According to the report, the customer stated that this event was noted during priming of the device with parenteral nutrition solution. The leakage site was described as on the "bottom of the product" and not on the "connection side between the product with the IV set". There was no patient involvement. No additional information is available.